Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had a failed battery alarm. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer stated that the pump had multiple pump errors before the failed battery. The customer was able to complete pump rewind. The customer had battery issues over the last week battery failed alarm. The customer received battery failed alarm. The customer was advised to monitor the pump. The customer was advised to revert to back up plan per health care professional until replacement cap arrives. The insulin pump will not be returned for analysis.